Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. The customer¿s blood glucose was 10 mmol/l at the time of the incident. The customer stated there was no air in the tubing etc when they puts in the new set, but after 2 days there was bubbles in there. The customer had to change the set every less than 2 days to try and not to get bubbles in there. The approximate size of air bubbles was small/medium bubbles. The location of bubbles were reservoir/tubing. The device will not be returned for analysis.